Event description:
It was reported that during an implant procedure, the guidewire could not be removed from the left ventricular lead. It was noted that the patient's venous anatomy was tortuous and the lead had been advanced into a small bifurcation. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.